Manufacturer narrative:
The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: ¿diagnosis of bia-alcl,¿ pathological markers not provided, ¿breast swelling,¿ ¿removal of recalled product¿ and suffering and mental anguish¿ and ¿pain.¿ date of alcl diagnosis: (B)(6) 2020.

Event description:
Patient representative reported ¿diagnosis of bia-alcl,¿ pathological markers not provided, ¿breast swelling,¿ ¿removal of recalled product¿ and suffering and mental anguish¿ and ¿pain.¿ patient representative also reported patient ¿suffered personal injuries and related damages,¿ this event is not related to the device. Device was explanted. This record is for an unknown side.